Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the report from the olympus thailand, omsc determined that the reported phenomenon was attributed to the ccd unit failure. The ccd unit failure might have occurred due to the material degradation of ccd sensor with ultraviolet rays. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus thailand for evaluation. Olympus thailand checked the subject device and duplicated the reported phenomenon which occurred due to ccd deterioration. Moreover omsc confirmed that the error e311 which indicated the white balance has not been set was displayed at the inspection based on photos taken by olympus thailand. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for the unspecified therapeutic laparoscopic procedure. The intended procedure was completed with another camera head. There was no report of patient injury associated with the event.